Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis; however results were not available on the date of filing as analysis was not yet completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was trying to load patient exams when the system became unresponsive. The site was deleting old patients off of the system when the issue occurred. They did a hard shut down on the system, and upon bootup again, the system functioned normally. The site was able to delete the old patient and load the new ones. Troubleshooting included the manufacturer representative (rep) went to the site and was able to replicate the issue. Pressing ctrl+alt+backspace did not allow the software to exit. The system required a hard shutdown. The rep reported that since the computer replacement, the unresponsive issue has only occurred when importing exams, deleting exams, or modifying the 3d model. This navigation system does not cause the other systems to become unresponsive. The rep updated and said that while on site and in the admin appliance the system suddenly restarted itself. The monitor did not appear to lose power. They saw the black light on the monitor immediately. It showed no input and the main splashscreen came back on. They also moved the power cable on the computer to another available power port on the system. No patient was present at the time of the event.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. Rnt program starts and runs normally. No unresponsiveness was observed. No fault found. If information is provided in the future, a supplemental report will be issued.